Event description:
The angioguard device was defective upon opening the package. The basket was crushed and not usable. Sales rep indicated it was probably damaged in transport. There was no damage to the product package. There was no difficulty removing the device from the package. No excessive force was used to remove the device from the package.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
It was reported that the angioguard embolic protection device was defective upon opening of packaging, and it was stated that it was probably damaged in transport. The basket was crushed and not usable. With additional investigation, it was reported that there was no damage to the product packaging and there was no difficulty removing the device from the package with no excessive force used during removal. It was reported that the device would be returned; however, only the packaging and the capture sheath were received in the shipment. The filter itself was not included. With further investigation it was reported that the filter was apparently discarded. An angioguard damaged box was received inside a plastic bag that contains two pouches, one of them was received sealed (sterile) with a capture sheath, and the other pouch was received open with no product inside (the filter basket was not received). The capture sheath was removed from the dispenser and no damages were encountered. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01423380. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported damage to the filter basket could not be evaluated, in addition the cause of the damage to the returned box could not be conclusively determined; it was reported that there was no damage to the product packaging. It is possible that storage or handling procedures may have contributed to the damages on the box. There are no indications of damages related to the manufacturing process of the unit and root cause cannot be determined. Therefore, no corrective action will be taken at this time.